Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications

Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: allopurinol, aspirin, symbicort, docusate, enoxaparin, and metoprolol. A review of the manufacturing records for the device(s) is being conducted. According to gore¿s instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms.

Event description:
On (B)(6), 2015, this patient presented to the hospital with a ruptured abdominal aortic aneurysm measuring 56mm in diameter. On (B)(6), 2015, the patient underwent treatment for the ruptured abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure. On (B)(6), 2015, the patient experienced acute renal failure and is receiving medical management. Computed tomography confirmed the aneurysm rupture; the aneurysm diameter measured 56.3mm. On (B)(6), 2015, the patient's status is reported to be much improved and is signed off by nephrology to be discharged home.